Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported, the patient presented to the emergency room after a fainting episode with a very low heart rate. The device was checked and it was determined a lead alert had occurred. The right ventricular lead exhibited noise and high pacing impedance values indicative of a possible lead fracture. The lead was removed and replaced. It was noted during the explant procedure, the distal portion of the lead was not able to be retrieved after it broke by laser extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ipg implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.